Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a propex pixi eur was giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received: we received the following information regarding this complaint: -has a patient been injured because of those incorrect measurements? - no. -were the measurements given were under or over (meaning locators that go too far into the canal while the device shows that you have not reached the apex yet))? ¿ no details about that from customer, please check them. This is a follow up report for this additional information. The investigation results for this complaint are our repair center confirmed these parts will be replaced: 2x pixi pcb. 2x battery aaa. 1x pixi rear part ¿ we need to replace the charger as well: 1x pixi charger. Charger must be replaced because the issue might come from defective charger. The old one must not be used anymore. Customer agreed with the price for repair. They have charger on stock. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. This is a follow up report to correct this code.